Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204 / loud screeching noise) was confirmed. As received, the passed incoming testing. However, upon evaluation, contamination was found on multiple components inside the monitor unit. The contamination cannot be ruled out as a potential contributing cause to the code 204 and loud screeching noise. No adverse event resulted from the contaminated monitor.

Event description:
A us contacted zoll to report that a patient's device was producing service code 204 and emitting a loud screeching noise.